Event description:
It was reported that the implant was inserted at tooth site #44. A cortical bone fracture occurred at the surgical site and the implant was removed. Procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4).